Event description:
It was reported that during a 12 month follow-up for a transvaginal procedure, the pt experienced vaginal erosion. The pt had surgery to remove a suture and the problem was resolved. No product will be returned as the device is still implanted.